Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm the explanted device was not returned to bsn.

Event description:
A report was received that patient was experiencing nerve pain in the arms and decrease sensation in the left arms and left fingers since the stimulator was placed. It was noted that the patient had some nerve symptoms as if the lead was compressing a nerve. The patient underwent an explant procedure wherein one lead was removed. No device malfunction was suspected. The patient was doing well postoperatively.